Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device's system board was proactively replaced on the device. Additional findings not related to the malfunction/issue, there was a smell observed on the device, and the blower was replaced.